Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unknown issue. Additional information was requested from the field; however, no information was able to be obtained. No additional adverse patient effects were reported.